Event description:
It was reported that during an inanimate product demonstration the device delivered an incomplete staple line on one side of the cut line. The demo was completed with non-sterile product being fired on synthetic urethane material outside of the clinical setting. The media being fired on does not represent animate or human tissue. The cartridge used in this demo did not immediately come from sterile packaging. It was from a bag of demonstration reloads marked with not for human use stickers. There was no patient involvement at all.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.